Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 500 mg/dl. Prior to being hospitalized, the customer was driving when he blacked out. The customer pulled over and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer felt that the insulin pump was not delivering the correct amount of insulin, and requested a replacement. Nothing further was reported.